Event description:
It was reported that on (B)(6) 2026, the patient experienced elevated blood glucose levels after approximately 24-36 hours of pod wear arm. Blood glucose was reported to have increased to 530 mg/dl. Upon pod removal, the cannula was observed to be bent, which the patient attributed as the cause for the elevated blood glucose. The patient developed symptoms including nausea, vomiting, headache, lightheadedness, and the presence of ketones, prompting her to seek medical attention. She was subsequently admitted to the hospital with a diagnosis of diabetic ketoacidosis. Treatment during hospitalization consisted of intravenous insulin, magnesium, and potassium. The patient remained hospitalized for approximately one day and was discharged on (B)(6) 2026.

Manufacturer narrative:
The device has been returned; however, the investigation has not yet been completed. A supplemental report will be submitted once the investigation is complete. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.1.0. Operating system: 26.2. Hardware: iphone17.5. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.